Manufacturer narrative:
The reported event of tricuspid regurgitation was noted. As received, a complete lead was returned in two pieces for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted due to tricuspid regurgitation. The patient was stable.